Event description:
Nurse call not working.

Manufacturer narrative:
Technician found connector at cable/sidecomm not making good contact; technician replaced sidecomm pcb. Bed operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.